Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with steroids (type, date and duration not reported) and was hospitalized for 2 days (date not reported).